Event description:
Reportedly, the programmer was blocked, it was not possible to finish the device interrogation. Besides, printer is not working, with the blue latch broken. The small cover at the back is missing. Apparently, the programmer might have fallen at some point. Moreover, one rubber at the base is missing.

Event description:
Reportedly, the programmer was blocked, it was not possible to finish the device interrogation. Besides, printer is not working, with the blue latch broken. The small cover at the back is missing. Apparently, the programmer might have fallen at some point. Moreover, one rubber at the base is missing.